Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10 and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The locator, hemostasis sheath and carrier tube were returned. Visual inspection was performed. Upon visual analysis, all the components were returned separately without mating. No anomalies or damage was observed on the sheath or locator. On the carrier tube assembly, the bypass tube was found to be dislodged, located near the distal tip of the carrier tube and the anchor was completely exposed. The deployment sleeve of the device was found to be in the forward lock position. The tip of the carrier tube was checked, and no anomalies were noted. No other visual anomalies were noted. Dimensional testing was performed. The ID of the bypass tube was measured and found to be 0.091'' which was within the manufacturer's specifications. Functional testing was performed. The bypass tube was then attempted to be reinserted over the anchor and it did fit without issues. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that pulling the carrier tube from the pouch without completely opening it may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with an angio-seal device. Additional information was received on 12mar2020. They did not feel as though the footplate/anchor existed. Another angio-seal device was used with a successful outcome.